Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury. Correction: implant failed due to dropping from implant driver.